Manufacturer narrative:
Concomitant products: 1297, boston scientific ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had rising thresholds that became high. It was also noted that there was a threshold value blank reading. The lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited a failure to capture. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.